Event description:
Customer reports that the capio device was used to place sutures into the sacrospinous ligament for a vaginal prolapse. Upon firing of the device, the doctor noticed that the suture did not capture. When the doctor pulled the suture, she noticed that the head (needle) of the suture was missing and had come off during the procedure. No patient injury and/or intervention reported.

Manufacturer narrative:
No sample available for evaluation.